Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the epg failed functional test during the first check, but when the functional test was ran a second time, the failure disappeared. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was attached to a patient, the patient experienced ventricular fibrillation (vf) during a catheter insertion procedure. It is unknown if the vf was induced by the epg or not. Electrocardiogram strips show that the epg was undersensing and pacing at a high rate. The epg was returned for servicing. The physician delivered shocks when vf was confirmed and then vf stopped. No further patient complications were reported as a result of this event.